Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a left side revision was performed on (B)(6) 2017, for poly wear and trunnionosis. The stem and shell were well fixed and a new head, neck and liner were placed with no complication. Visual examination of the provided pictures identified black debris on the neck trunnion and head. Scratches and minimal bio debris noted on the head. Head, neck, and liner photographed within a bag and no further evaluation can be made from the provided pictures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 8 years post implantation due to implant wear and corrosion. No additional information.